Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Tsc advised the customer of proper sample handling. The cause of the discordant, falsely low ca result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was questioned by the lab, and a new sample was obtained from the patient. The new sample was repeated on the same instrument, resulting higher. The original sample was then repeated on the instrument, and the result matched the redraw. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.